Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. The lens was cut in half with a chipped edge, (nick out of the lens edge) consistent with the described explant surgery. Both lens haptics were observed distorted. The condition observed and the way in which the cut is formed is consistent with a lens that has been cut due to the explant process. The reported medical condition ¿anisometropia/ secondary myopia¿ could not be verified as a manufacturing related incident. Therefore, the reported issue was not confirmed in the returned lens sample. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The lens was released according to specification. The manufacturing record review did not identify a non-conforming unit being released. The search revealed no exception reports or non-conforming reports related to the reported issue. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/corrective action and preventative action (CAPA) review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The intraocular lens was returned to the manufacturer for evaluation and was received already cut in half with a chipped edge, most likely to make the explant possible. Anisometropia was not confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model za9003, was performed on the right eye of a female patient because the patient experienced unexpected post-op refraction, anisometropia (secondary myopia). No incision enlargement was performed. Patient has recovered. No further information was provided.